Event description:
It was reported that high ventricular rate (hvr) episodes, polarity switch, out of range low pacing impedance, noise was observed on the right ventricular (rv) lead. Programming changes were recommended. There were no reported patient consequences.